Event description:
The customer reported a charger failed error message at boot up. This prevented the system form booting up, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable.